Event description:
It was reported that the patient was involved in a motor vehicle accident and has felt light headed and near syncopal ever since. Noise was observed on the atrial channel and atrial oversensing was observed during provocative testing: arm movement, isometrics, etc. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: e2dr01aa pacemaker (B)(6) 2005; 5076-58 implantable pacing lead. (B)(4).

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. It was also noted that the outer insulation of the lead developed a cosmetic depression while in vivo. The analyst commented that electrical continuity results were passed. Analysis microscopic inspection found outer insulation breached/depression/in-vivo and this is related to the complaint.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.